Event description:
Caller reported that the t: slim x2 pump battery would not charge, even after trying different wall adapters and charging cables, as well as leaving it plugged into a working outlet for 30 minutes. There was no adverse impact to the customer¿s blood glucose level. The caller was informed about using a backup insulin pump to ensure continued insulin delivery. Tandem technical support decided to send a replacement pump due to the unresolved charging issue, and they provided instructions for returning the problematic device. The customer understood and acknowledged these instructions.